Event description:
The customer called to report that insulin leaked from the reservoir into the reservoir compartment. The customer stated he was hospitalized for high blood glucose and nausea due to the leaks and the blood glucose reading was 512 mg/dl. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.